Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2022. On (B)(6) 2022, at around 4:00 pm, the cgm was reading 70 mg/dl but the bg was 36 mg/dl. The patient¿s mother gave the pediatric patient six grams of carbohydrates. The patient felt cold and started shivering so the mother gave her 100 ml of juice. After 20 minutes her bg was 80 mg/dl. Later after the event, the patient was tired and irritable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b and c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.